Manufacturer narrative:
Product not yet returned for evaluation. Internal report#: (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer calling states that he run his blood test and got lo and want to check to make sure the meter is working properly. Check memory for previous results: see scanned table. Run back to back blood test: 144/139.